Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and the battery cap had stripped threads. It was reported that the battery cap was unable to tighten onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. The battery compartment was cracked and had damaged threads. The returned battery cap had damaged threads. The returned battery cap was unable to maintain an electrical connection with the pump due to the cap detaching. The investigation was completed with a test cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no additional moisture was observed on the internal components of the pump. Unrelated to the initial complaint, there was moisture in the battery compartment. The leak test failed due to a battery compartment leak.